Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: unknown. On (B)(6) 2021, a nurse was preparing to set up an IV medication and upon setting up the tubing, the nurse noted that the drip chamber had disconnected from the tubing. This was prior to any medication being connected and/or connection to the patient. No harm.

Manufacturer narrative:
H6: investigation summary customer reported the tubing disconnected from the drip chamber, and then returned the affected sample. The sample was clearly separated at the drip chamber and the complaint is verified. A device history record review for model 2420-0007 lot number 20105289 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 01oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. See h10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown on 2/1/2021, a nurse was preparing to set up an IV medication and upon setting up the tubing, the nurse noted that the drip chamber had disconnected from the tubing. This was prior to any medication being connected and/or connection to the patient. No harm.